Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data were analyzed thoroughly. The analysis revealed that the pacemaker was in shelf mode until (B)(6) 2022 when the auto-implant-detection detected valid lead impedances after re-connection of the leads. The root cause for the clinical observation was not determinable with certainty. However, the data showed no indication of a device malfunction. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. No device malfunction was noted during data inspection.

Event description:
After an implantation period of approximately 1 month it was reported that loss of capture was observed.